Manufacturer narrative:
The tandem¿s t:slim cartridge instructions for use state to make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 545 mg/dl and an insulin pen was used to address the bg level. The customer changed all of the supplies on the pump and the occlusion alarm had not reoccurred. As the customer was filling the cartridge, the fill estimate was inaccurate. The customer had filled the cartridge with cold insulin. The customer declined tandem technical support's offer to assist with the reloading of the cartridge.